Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that there were creases in the tubing and the pump was alarming because no drug was getting from the cassette to the pump and through the line. The patient was delayed slightly in replacing their medication cassette as they had to waste a significant amount of cassettes and lines trying to find one that worked. The patient did not go without treatment for very long. No patient injury reported.